Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered due to several non-sustained ventricular tachycardia (vt) episodes and rv lead impedance variation. Multiple ventricular oversensing episodes were noted. Follow up with the physician's office indicated that detections were programmed off and the lead remains in use. No patient complications have been reported as a result of this event.